Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak on the right side of the coulter lh 780 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported they replaced the tubing through valve vl12b to resolve the leak.

Manufacturer narrative:
(B)(4).